Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer performed a supply change to resolve the issue. In addition, it was reported that cartridge did not fit onto the pump. The customer changed cartridge to address this issue. Customer¿s blood glucose was 129 mg/dl.